Event description:
A customer reported that the adc device detached prematurely while they were sleeping. The customer indicated they became hypoglycemic, confused, and experienced a seizure and loss of consciousness. The customer was seen by a healthcare professional who administered glucose injection for treatment of hypoglycemia and additionally electrolyte solution. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. It is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.